Event description:
The reporter contacted animas on (B)(4) 2014 alleging that the pump was having rf communication with meter remote even though the devices were next to each other. Unable to trouble shoot issue of rf communications as pump not available for review. There is no reported adverse event with this complaint. This report is made based on the allegation of the communication issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.